Event description:
The complainant alleged that while attempting to defibrillate a patient, age and gender unknown, during open heart surgery the device would not discharge. The complainant indicated there was no adverse effect to the pt as a result of the reported malfunction. They were able to obtain another set of handles and deliver therapy to the pt.